Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion (uso) seal and downstream occlusion (dso) seal. A review of the event history log revealed a 'cassette not attached properly' high alarm. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor and seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed calibration. There was no patient involvement.